Event description:
It was reported that during the implant attempt, when the doctor used the left ventricular lead to target the vein, the sensing parameters were not acceptable and the patient experienced diaphragmatic stimulation. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.